Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag blew out and pieces fell into the patient which were retrieved using a grasper. It is unknown if the specimen was in the pouch. The bag came out in multiple pieces. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Torn bag. The analysis results of the device found that only the bag was received for analysis. During evaluation the bag was noted torn at the middle (not at the seams). Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, followed by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.